Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had oversensing (far field r wave and t wave) causing inappropriate mode switch. The atrial sensitivity was changed. It was also reported that the patient is feeling palpitations and "it feels the same when a threshold test is done". The carelink transmission indicated an increase in pvcs. The lead is still in use. No further patient complications have been reported as a result of this event.